Event description:
It was reported that the patient was admitted to the hospital with a syncopal event. The device was found programmed to mvp mode. When it was in aai mode the patient was experiencing complete heart block with a heart rate in the 40s and no intrinsic conduction. The device was reprogrammed to ddd mode and the device remains in use. No further patient complications have been reported as a result of this of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.